Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure. The explanted device disposed of per facility policy.